Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they have been receiving no delivery alarms with their insulin pump. The customer states the no delivery alarms are disrupting their blood glucose levels. The customer states they are able to clear the alarms, but the alarms are occurring on a normal basis. The customer states their blood glucose levels were in the 400 mg/dl. The customer states the alarm was resolved by a complete set change. Nothing is being returned.